Event description:
Customer reported she had called earlier that day to report the device was alarming no delivery. Customer stated it was resolved with a complete set change. The device later alarmed two additional times. Customer did another set change and the device was working. Customer believes the issue was with the supplies. Customer stated the cap doesn't stay on. Customer's blood glucose was 254 mg/dl, attempted to treat with the device. The reservoir does not lock it just keeps spinning. Air was noted in the reservoir in the previous call. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.